Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued, the customer called back and upon follow-up with tandem support on (B)(6) 2026 a replacement pump was sent due to the ongoing occlusion alarms. The customer continued to use the pump for insulin therapy and had a back-up plan if necessary.